Event description:
After inflating transfer sheet, the patient was being moved and the seam failed by the handles. This occurred 4 times on different devices within a very short time. Only one device was sequestered and returned to manufacturer.